Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Functional test was performed to sample unit, sample passed successfully the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions are required since failure mode reported wasn't confirmed.

Event description:
It was reported the device showed air bubbles in the tubing during use. No adverse effects reported.